Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher sensor scan results compared to how they felt and reported hypoglycemia symptoms. Customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). Customer was unable to self-treat and required treatment of glucose tablets from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher sensor scan results compared to how they felt and reported hypoglycemia symptoms. Customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). Customer was unable to self-treat and required treatment of glucose tablets from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.